Manufacturer narrative:
Cpi received the ipg for analysis. Cpi analysis found that the ipg passed all automated testing except magnet rate tests and paced and sensed normally. Upon receipt at cpi, the device exhibited a magnet rate of 93.7 ppm and 95 ppm after the case was removed. Evaluation of the battery determined that it was at beginning of life and that it was not depleted. All current drains measured were within specifications. The feedback resistor for the magnet rate circuit was found to have increased in value from its original trim value. The changes in value caused the magnet rate to not correlate with the battery voltage resulting in an erroneous battery status.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting premature battery depletion.